Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. The target lesion was a severely tortuous vessel located in the leg. Three epic stents were deployed. The first stent was successfully deployed. During deployment of the second epic vascular 12x42x75 stent while the physician was holding the catheter the stent deployed further down the target lesion in the aorta. The procedure was completed by deploying another same size epic stent to cover the target lesion. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a stenting treatment procedure, deployment issues occurred. The target lesion was a severely tortuous vessel located in the leg. Three epic stents were deployed. The first stent was successfully deployed. During deployment of the second epic vascular 12x42x75 stent while the physician was holding the catheter the stent deployed further down the target lesion in the aorta. The procedure was completed by deploying another same size epic stent to cover the target lesion. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: the epic catheter was received with no original packaging or other devices. The pullback grip was fully extended activated and the stent was deployed and not returned for analysis. The inner shaft was kinked 3mm distal from the end of the exterior sheath. There was no other damage to the device. The reported stent placement difficulty was not confirmed. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Age at time of event 18 years or older. (B)(4). Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).